Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, menorrhagia, iron deficiency anaemia and bacterial vaginosis had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered back pain, bacterial vaginosis, dysmenorrhoea, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain ,dysmenorrhea, back pain, anemia , menorrhagia, bacterial vaginosis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, abdominal pain, dysmenorrhea, hypertension, functional dyspepsia, vaginitis, hypokalemia, iron deficiency anemia, overweight, pain in hip and ectopic pregnancy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, menorrhagia, iron deficiency anaemia and bacterial vaginosis had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered back pain, bacterial vaginosis, dysmenorrhoea, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain ,dysmenorrhea, back pain, anemia , menorrhagia, bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: suggestion of possible small polyps noted by the filling defect. This may also represent debris. Suggest correlation with findings during original placement of essure coils. Bilateral fallopian tubes occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, abdominal pain, dysmenorrhea, hypertension, functional dyspepsia, vaginitis, hypokalemia, iron deficiency anemia, overweight, pain in hip and ectopic pregnancy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) z2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, menorrhagia, iron deficiency anaemia and bacterial vaginosis had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered back pain, bacterial vaginosis, dysmenorrhoea, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain ,dysmenorrhea, back pain, anemia , menorrhagia, bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: suggestion of possible small polyps noted by the filling defect. This may also represent debris. Suggest correlation with findings during original placement of essure coils bilateral fallopian tubes occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporter's information added. Medical history were added. Lab data were added. Fu received. No new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, menorrhagia, iron deficiency anaemia and bacterial vaginosis had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered back pain, bacterial vaginosis, dysmenorrhoea, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain ,dysmenorrhea, back pain, anemia , menorrhagia, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.